Event description:
In 2000: pt receives abdominal aortic aneurysm graft. Implant is concluded without complications, and the pt recovers normally. Six days later: pt presents with acute left lower extremity ischemia. Thrombosis in left limb of endovascular graft treated with placement of wall stent. Flow restored, pt recovered normally. A month later: pt describes chronic back pain. Later diagnosed with marked congestive heart failure.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.